Manufacturer narrative:
Device passed the rewind, basic occlusion, prime and displacement test. Device received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. Unable to verify insulin pump error alarm due to motor error alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose as well as low blood glucose level. Customer¿s blood glucose level of 460 mg/dl. In addition, customer reported that the insulin pump had motor error alarm. Customer reported that they able to perform insulin pump rewind during troubleshooting. Customer has been advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.